Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the customer's complaint was confirmed and the balloon channel was clogged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the water balloon channel of the evis lucera ultrasonic bronchofibervideoscope was clogged. The issue was found during reprocessing. The intended procedure was unknown. The procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image due to damage to the camera head. The report is being submitted due to no image found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was no image due to a damaged charge-coupled device (ccd) unit but the cause of the damage could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. In addition to the previously reported event, it was also discovered during the device inspection that foreign material came out of the distal end due to clogging of the water suction tube. Based on the results of the investigation, a definitive root cause could not be determined. The cause of the material remaining in the device could not be specified. There was no abnormality in the tube where the foreign material attached and the reprocessing steps performed at the user facility are unknown. This event can be prevented by handling the device in accordance with the following chapters in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.